Event description:
The complainant alleged that the ty-wraps were leaking. The independent repair statement states that this unit has low o2/yellow light and confirmed that a ty-wrap was leaking and this was the key failure.